Manufacturer narrative:
(B)(4).

Event description:
The device experienced premature battery depletion. Further information has been requested.

Manufacturer narrative:
The initial report MDR-2016-40137 was submitted in error. Additional information indicated the serial number of the device related to this event is (B)(4). This serial number and related issue were already reported under MDR-2016-34341-01 on (B)(6) 2016. Analysis is pending and results will be submitted under MDR-2016-34341-02.